Event description:
The following information was provided: it was reported via the stryker facebook page; the drs also don¿t tell you recovery is a full year. Yes you will walk the day of surgery due to anesthesia and nerve block. Then they make you high on nsaids to go to therapy. And I said no to the nsaids due to other medication. Dr that did my stryker knee haven¿t seen since day of surgery was told he is too busy doing surgery! That is not good. They also leave out part of 30 degrees loss of motion.